Manufacturer narrative:
Model number/catalog number: sc-8416-70, serial number: (B)(4), batch/lot number: 7014080, model/catalog description: artisan MRI paddle lead 70 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an scs replacement procedure. The patient was doing well postoperatively.